Event description:
Bausch and lomb received a communication from a consumer who underwent bilateral implantation of the crystalens intraocular lens. This report refers to the left eye. Postoperatively, the pt reports experiencing diplopia when seeing through both eyes. The pt has been prescribed in an attempt to resolve the issue. Add'l info has been requested. Reference MDR #2031924-2011-00040.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. The intraocular lens is implanted.